Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the avea ventilator gave a high fio2 (fraction of inspired oxygen) alarm while on the patient. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.